Manufacturer narrative:
Other (eval was through discussion with user). Review of the incident with the user by varian personnel revealed that the issue was not the result of device malfunction, but a miscommunication between med staff at the customer site. The varian devices worked as designed and intended. The pt was seen by a physician, and it was reported by the user that no serious injury occurred as the result of the event. The user reported that the treatment site (tumor) was so large that the dosage, though shifted by 4cm, was still delivered to the tumor volume. However, after eval of the info provided by the customer concerning this adverse event, varian feels that a medwatch submission is warranted due to the potential for adverse side effects from this inadvertent misadministration. Varian plans no further actions associated with this report of an adverse event due to use error.

Event description:
The customer, st francis hosp, contacted the varian help desk for instructions to recreate a pt's treatment plan. During the discussion, it was revealed that, due to a miscommunication between the simulation therapist and the physician, the pt's radiation oncology treatment had been simulated incorrectly. The planned treatment site was the par-aortic region. The treatment delivered, as a result of the mistaken simulation, was therefore, shifted laterally by approx 4cm. This resulted in approx 12% of the pt's weekly prescribed radiation dosage to be inadvertently delivered to the wrong isocenter. The error was discovered by the physician while performing weekly qa checks.